Event description:
It was reported that the device functioned normally in the anesthesia breathing circuit of a pt in the or. Then during the insertion of a rectal stent under x-ray, the pt regurgitated and ventilation was no longer possible through the device, so it was removed. No injury or other pt sequelae were reported.

Manufacturer narrative:
Device eval begun, but not yet completed.